Event description:
Healthcare Professional reported "Capsular Contracture Baker grade IV". This record is for the left side. Device was explanted. Patient received Darstin as treatment. Patient undergo a capsulectomy.

Manufacturer narrative:
Continued: E.1. Zip Code: (b)(6).A review of the Device History Record has been initiated. If any new, changed or corrected information is noted, a supplemental MedWatch will be submitted.The event of "Capsular Contracture" is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Capsular Contracture, Baker grade IV.